Event description:
The healthcare provider (hcp) reported a power on reset (por) following a fall. It was stated that on (B)(6) 2016 the patient fell backward, scraped their arm, and possibly hit their head. The hcp was walked through clinician programmer usage and was able to clear the por successfully, noting that the code on the por was 0x0008 low voltage. The hcp lowered the settings after turning stimulation on and stated that the tremor was controlled by stimulation. The patient stated that they felt a sensation when stimulation was turned on initially but did not feel any unusual sensation afterwards. The current battery voltage is at 2.73v and the patient is going to continue using stimulation. Battery replacement options will also be discussed with the hcp. Indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.